Event description:
Additional information was received stating that the scheduled surgery was cataract and vitrectomy combination surgery (with intraocular lens implant) with laser in the right eye. The surgery was completed on same day but it was unknown how the surgery was completed. There was patient contact with suspect product but no impact to the patient. A non-healthcare professional reported that the probe did not cut during posterior vitrectomy surgery in an adult female patient. The other surgery details were unknown. There was no information about patient impact. Additional information was requested but none was received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).